Event description:
Additional information received from the hcp reported that the cause of the event was explant surgery, and the issue was due to lead breakage. There were no signs or symptoms associated with the reported event. The patient did not require hospitalization, and there was no patient injury.

Manufacturer narrative:
Lead model 3889-41 lot# v206228 implanted: (B)(6) 2009 explanted: unk programmer model 3027 serial# (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).

Event description:
It was reported that in 2010, during explantation in of the patient's implanted neurostimulator, a portion of the lead broke off and was left in the body. Additional information has been requested and a follow-up report will be submitted if additional information has been received.